Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, the lens was found cracked the day after surgery. The lens was exchanged in a secondary procedure. There was no patient harm involved. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned inside a surgical glove. Solution is dried on the iol. Both haptics are intact. The optic is torn/split-cut dividing the iol in two(2), fractured and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint - iol was found cracked. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).